Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device.

Manufacturer narrative:
Visual assessment confirmed the reported complaint of breakage. Approximately 8mm of the distal threads have broken off. The break is angular in nature. Dimensional assessment of the screws major diameter and wall thickness confirmed it met print specifications. The clinical details were reviewed, and it was identified that the tunnel size was 1mm smaller than the screw. It was also reported that it is unknown if a starter was utilized to prepare the insertion site. The starter must be utilized with the biorci¿ha screws to minimize screw breakage during insertio. Further investigation is not warranted at this time.

Event description:
It was reported that the screw broke during procedure. There was no delay or patient injury reported.